Manufacturer narrative:
(B)(4). Approximate age of device - 2 years, 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a syncopal event at home for 30 seconds and came into clinic. A computed tomography evaluation for cerebrovascular accident found a small focal hemorrhage. No other issues were reported, no lvad alarms or lvad issues. The patient went home denying any dizziness or other symptoms. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively determined. The submitted system controller log file contained approximately 23 days of data. The device appeared to be operating as intended. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.